Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis showed that only a limited sensor data was available in the dms due to data gaps caused by incomplete calibration during the initialization phase; hence, a comprehensive assessment of system performance could not be conducted. Customer care intended to assist the user, but the user remained unresponsive to multiple contact attempts. Further investigation was not possible. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.